Event description:
The following was reported to davol by the pt's attorney: it was alleged that the pt was implanted with multiple medical implants including a bard flat mesh in a bladder repair (sling) procedure performed on (B)(6) 2009. The pt has experienced significant pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did include an implant operative report. We have, contacted the initial reporter to request add'l info and if available, to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.